Event description:
Philips received a complaint on an IntelliVue MMX indicating that during quality control testing, the monitor gives incorrect saturation values. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Onsite service was provided; however, Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.